Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, the guide wire broke. The 80% stenosed lesion was located in the mid right coronary artery. First the choice floppy guide wire was advanced, and then the physician attempted to advance a guide catheter over the guide wire. During the procedure, the physician was "rotting" the guide wire and he noted resistance. He then withdrew the guide wire and noted that the distal tip was broken. The 40cm guide wire fragment was retrieved within the guide catheter. The procedure was completed with another of the same devices, and no patient complications were reported. Patient's status was reported as 'stable'.

Manufacturer narrative:
(B)(4)